Manufacturer narrative:
The probe was returned and analyzed. The returned probe had a visibly bent tip. However, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported the cervical probe was bent. There was no health damage to the patient. No delay in the surgical procedure. It was later reported that cervical probes tend to bend easily and the frequency of use was quite high. It was believed that one of the causes was that it was used not only in the cervical vertebrae but also in the hard parts of the thoracic lumbar vertebrae.